Manufacturer narrative:
(B)(4). This lot was manufactured from february 8, 2013 to february 12, 2013. Evaluation summary: the sample was returned for evaluation. A visual inspection and functional leak testing were performed. Visual inspection did not find evidence of a leak at the flow controller or other parts of the unit. The device was then filled with green colored water and monitored overnight. No leaks, malfunctions or abnormalities were identified during the evaluation of this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor had leaked from the flow controller. This was noted during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.